Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a pentaray nav high-density mapping eco catheter and a clot issue occurred. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. Section d3 of this report has been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 4/12/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a pentaray nav high-density mapping eco catheter and a clot issue occurred. The catheter was not irrigating well and a clot formed were the splines meet. Catheter replacement resolved the issue. No adverse patient consequences were reported. The inadequate irrigation issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed clot has been assessed as MDR reportable.